Manufacturer narrative:
The device was evaluated by the returns department which found that the battery is not holding a charge, the sieve bed is saturated, and the sieve bed cap/o-ring/gasket is leaking. The no alarm could not be confirmed.

Event description:
Dealer is stating that the unit shut off with no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit shut off with no alarm.